Event description:
A male pt reported experiencing an eye infection in 2005 and recurring a few mos later while using renu with moistureloc multi-purpose solution. According to the physician, the pt presented to his office on day of event with a sterile corneal ulcer located in the central 4 mm of the left cornea. He was treated with tobramycin and zymar every hour. Lotamax was added after the area was sterilized with antibiotics and the event resolved by the seventh day. The pt then returned the following month with keratitis. The same treatment was given and the pt improved the next month. There was no permanent decrease in visual acuity. The physician did not attribute this event directly to a specific product. The pt noted that he was also treated with prednisone and was told he could not wear contact lenses again.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.